Manufacturer narrative:
The field service engineer (fse) inspected the instrument. The fse found that solenoid lv2 on the pneumatic manifold was corroded. The fse replaced the pneumatic manifold, which repaired the leak. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a leak from the coulter act diff analyzer. The volume of the leak was 3 drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.